Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing 0 units instead of the anticipated 170 units. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, reloaded the same cartridge and walked through filling and loading a new one. Technical support instructed the caller to deliver a 10.2 unit bolus to update the insulin estimate and also prepared for the return of the problematic pump with a pre-paid label, ensuring the caller knew to place the pump in storage mode prior to return.